Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2010. During implant planning, the surgeon observed that the joint balancing graph displayed looseness; however, after resection and trialing, the graph displayed tightness in the joint. Applying stress to the joint increased the tightness, although the surgeon noted looseness clinically. The case continued without further incident and was reported to have a successful outcome with implants placed to plan.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The reason the gap displayed tightness was because the surgeon applied a stress to the knee during trialing. The software functioned as intended, and the surgeon was able to achieve a successful outcome.